Event description:
A customer alleged a strong citrus smell emitting from the sterrad nx sterilizer. There were no reports of harm or injury. An asp field service engineer was dispatched to assess the unit onsite.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and health hazard evaluation. The DHR (device history review) for sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for haze / oil mist or odor / smell failures. Trending analysis for haze / oil mist issues associated to the sterrad nx found there is not a significant trend. The hhe (health hazard evaluation) relating to haze / oil mist issues was reviewed and the risk is considered low. The hhe (health hazard evaluation) relating to odor / smell issues was reviewed and the risk is considered none/negligible. The vacuum pump was returned and scrapped.

Manufacturer narrative:
An asp field service engineer (fse) assessed the sterrad nx sterilizer on site. When the fse arrived, he confirmed the citrus smell. The fse checked the pump and did not find any leaks. He took the filter housing apart and put back together. The fse also drained the pump and only 1/4 bottle came out. He refilled with new oil and ran an empty cycle. The fse determined that the smell was from a mixture of oil and peroxide in the pump. The fse replaced the pump and put in a new filter. He ran an empty cycle. The unit meets manufacturer's specifications.